Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. However, unit received with corroded battery tube. Unit was monitored and no blank display anomalies or failed battery test noted. Unit passed selftest, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force system sensor. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after batteries were installed. The customer's blood glucose reading was 114 mg/dl at the time of incident. Troubleshooting found that the display did not return after a new battery was installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.